Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition noted during a high ventricular rate episode. No changes or interventions were reported. There were no patient consequences.